Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 20 instances of power - damage with moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 44 allegations of a malfunction, 32 pumps were returned to animas and investigated. Of the investigated pumps, 32 were found to be malfunctioning due to a damaged battery cap, battery compartment damage, and moisture within the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 44 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - damage with moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-73 years of age and between 48 and 197 pounds. Of the reported patients, 21 were male, 23 were female.

Manufacturer narrative:
Follow-up #2: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of power - damage with moisture ingress failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.